Event description:
Pt was refit from acuvue to purevision in 2000 and developed allergic reaction in both eyes 10 months later. (Resolved by discontinuing contact lens wear. Refit to acuvue contact lens with reaction.)